Event description:
It was reported that upon assembling the gastrointestinal videoscope, the tower screen displayed communication error e216. The issue occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.